Event description:
Customer reported that their t:slim x2 pump battery was not charging, and the pump screen was dark, resulting in an inability to turn on the pump. Customer's blood glucose level exceeded 500 mg/dl due to the issue, with the specific value unknown but displayed as "high." To address this, they administered a correction injection using multiple daily injections (mdi). Customer managed to resolve the charging issue by using a non-tandem wall adapter and charging cable, though tandem does not recommend third-party supplies unless for troubleshooting. Consequently, tandem technical support advised sending a replacement wall adapter, charging cable, and ultimately a new pump due to the cracked screen.